Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the area representative indicating that the physician suspected a lead discontinuity so patient was referred for replacement surgery. The explanted devices are not available for return; hence analysis is not going to be performed. Further attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported through an implant card that a vns pt underwent generator and lead re-implant surgery due to lead discontinuity. Good faith attempts have been unsuccessful for additional info.